Manufacturer narrative:
Investigation summary: 2 photos were returned for investigation, blood in safety shield was observed. Refer to attachment b. The complaint is confirmed. Investigation conclusion: qn history for past 12 months was reviewed, no similar qn raised. There was a CAPA raised for blood droplet formation at the luer end of the catheter adapter. Refer to CAPA# (B)(4). The reported batch was manufactured before the implementation of the corrective actions. Root cause description: n/a. Rationale: n/a.

Event description:
It was reported that the bd cathena¿ bc straight catheter caused blood leakage during use.